Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was sensing noise on the atrial channel, ventricular rate/sense and shocking channels. Although the patient had an intrinsic rate, the patient reports feeling ill and dizzy during the noisy episodes. It was further reported that in at least one of the episodes the patient's intrinsic rhythm did try to track the fast atrial rate.